Event description:
It was reported that the pump battery could not be charged using the tandem-provided wall adapter and charging cable. There was no reported impact to the customer's blood glucose level. The customer was able to successfully charge the pump with an alternate wall adapter and charging cable.